Manufacturer narrative:
The generator has been returned and when the evaluation is complete a follow-up report will be sent. The two vessel sealing devices were discarded by site and are not available for evaluation.

Event description:
The report stated that during a laparoscopically assisted vaginal hysterectomy, they experienced intermittent power while using on the vessel sealing output on the generator. They reported a lack of seals even though there was an end tone indicating a completed seal. This resulted in some bleeding but no transfusions were necessary.